Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the left ventricular (lv) lead was explanted due to an unspecified product performance issue after only being implanted for a few weeks. A new lv lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete returned lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The guidewire insertion test was not able to be performed due to dried blood in the lumen of the tip opening. Laboratory testing was unable to confirm or reproduce any observations, as the allegation was an unspecified product performance issue. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to clinical observations.